Manufacturer narrative:
Findings: reservoir wont lock on reservoir compartment due to unit received with broken reservoir tube lip. Missing reservoir tube o-ring. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot. Reservoir tube cracked. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 33 mg/dl. The customer stated that the reservoir does not lock into place. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer sent the product back for analysis.